Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to "large cell lymphoma." Further information from the reporter regarding event, product, or patient details has been requested. Reporter declined to provide further information. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "large cell lymphoma." Device status is unknown.